Event description:
It was reported the patient had the pump medication reduced by 10% a month ago (relative to (B)(6) 2014) because the patient was having too many side effects and today or tomorrow, the patient was going to have it reduced again. The patient used to be on 8mg of oral dilaudid, so if he takes a half of one once or twice a day he seems to get along better. The patient stated "something has started to affect his eyesight" which started about a month ago. The patient reported ¿maybe it¿s the medicine he was not sure¿. The patient has what is "a little like 3 needles" sticking out the side of his butt and was painful. The patient had seen the dermatologist who tried to take them off... "They came up since I got back on this dilaudid. " per the patient this started about 2 months ago. The patient has a small amount of psoriasis, "it may be that I have a little psoriasis down there but the only way the hcp can tell is to cut it out and I don¿t want any more anesthetic than I have to have so I¿m trying to tough it out.". The patient planned to go back to the dermatologist . The patient also stated that the right side of his stomach where the pump is implanted is "...damn near the size of a watermelon... And continues to swell." The patient also stated he ¿hoped this one is not leaking but my stomach is continuing to swell along there." When redirected to the hcp the patient stated, ¿my doctor doesn¿t know any more about this than I do", ¿all he wants him to do is pay the bill¿.per the patient he hadn¿t had his current pump diagnosed yet but from his perspective, he was experiencing the same symptoms as he had back in (B)(6) when he had to have the catheter revision. Additional information was received from a consumer on (B)(6) 2017. It was reported that the patient's old doctor had him taking 8mg of dilaudid every 4 hours around the clock in addition to the pain pump. The patient was reportedly getting so much he didn't know who he was.